Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements. All other lead diagnostics were stable, no noise was present, and measurements were not out of range. Additional information was received which reported that the lead later exhibited intermittent impedances of greater than 2000 ohms. Again, no noise was noted and other lead diagnostics were stable. Technical services (ts) discussed the options of continued monitoring and troubleshooting with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.